Manufacturer narrative:
Complaint statement (B)(4). A date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. No material number was provided by the customer. No batch number was provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states multiple overdrawn tubes.